Event description:
It was reported in an abstract that a total 50 patients underwent balloon kyphoplasty procedures (bkp) over an eleven month period, because they were not improved with the conservative treatment for osteoporotic vertebral compression fractures. Out of 50 patients, 34 patients (3 men and 31 women) were evaluated who had been treated with (injection of teriparatide) once-weekly injection for more than 6 months. Mean age was 76.7±6.3 (66-91) years. According to the report, out of 34 patients of the experimental subject, 4 patients (14.7%) developed re-fractures of the treated level and underwent bkp again.

Manufacturer narrative:
Literature citation: toshiaki kodai, tsutomu akazawa, tuyoshi sakuma, tetsuharu nemoto, yasushi ijima, yohei shimada, tomohiro shirai, takehide katougi, naho shimizu, shohei minami. "Effects of hospital-clinic liaison clinical pathway with balloon kyphoplasty and once-weekly injection of teriparatide". Mean age was 76.7±6.3 (66-91) years. Patients: 3 men and 31 women. (B)(4) (no known device problem). Although it is unknown if any medtronic devices contributed to the reported event, we are filing this MDR for notification purposes.